Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged tip on the dilator was confirmed but the cause is unknown. The product returned for evaluation was a 13fr dualator dilator. The distal tip of the dilator was crumpled, compressing the distal orifice of the dilator. Microscopic examination revealed that some of the tip material flared outward and some of it bent inward across the orifice. The dilator tip material was whitened in this area, showing that the plastic material had been stressed. No residual material was seen on the device. When an attempt was made to thread the dilator over a non-complainant 0.35¿ guidewire, the dilator could not be threaded over the guidewire due to the damage at the tip of the dilator. An attempt was then made to thread the guidewire through the proximal end of the dilator. Resistance was felt once the guidewire reached the distal tip of the device. However, it could pass through as the collapsed plastic tip was pushed out of the orifice of the dilator. After the guidewire had been threaded through the proximal end, another attempt was made to feed the dilator over the guidewire. The dilator could pass over the guidewire once the compressed section had been pushed out of the orifice. Evaluation of the returned sample confirmed that the tip of the dilator had been damaged which prevented it from advancing over a guidewire. This type of damage is often the result of the dilator tip compressing against a hard surface. However, it could not be determined when this contact occurred. Therefore, the root cause of this damage is unknown. A lot history review (lhr) of rees2900 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was no hole in the end of the dilator and the guidewire could not be passed through the dilator. There was no reported patient injury. On (B)(6) 2021: the returned dilator was found compressed.